Manufacturer narrative:
Date sent: 10/25/2006. Evaluation summary: device a: the analysis results found that the el5ml device was returned with the jaw and cam broken off from the right side. The device was tested for functionality when a j-shape clip was removed from the jaws and it cycled; the device ejected 9 remaining clips due to the jaw and cam condition. Device b: the analysis results found that the el5ml device was returned with the jaw broken off from the left side. The device was tested for functionality and it cycled, fed and ejected 7 clips due to the jaw condition.

Event description:
It was reported that during an unknown procedure, the devices did not work, jammed. No other info is available about this case. No pt consequence.